Manufacturer narrative:
All cannulas used by sofic to manufacture this batch of needles were delivered to us with a certificate of compliance with the iso 9626 standard (relative to the stainless steel needle tubing). Stiffness and breakage tests comply with the requirements of the iso 9626 standard. Additional bending and dynamometer tests carried out by sofic on the reserve samples in order to check the needle breakage rate in extreme conditions of use-did not show any defect. Warnings and cautions regarding the risks related to product misuse, as well as needle sizes recommended according to the type of injection, are clearly indicated on the leaflet. Except of some warnings.the possible causes for the reported problem may be the bending of the needle before use, excessive pressure or movement of the needle during injection, the use of a needle size appropriate to the type of procedure and/or sudden movement of the patient during injection. Final comments from manufacturer: no defect was detected on the needles from this batch during analysis and tests. No other complaint had been recorded on this needle batch out of (B)(4) needles sold. In the absence of the actual defective needles in the case reported and as no fault was detected during tests of the retained and returned samples for this lot, it is difficult to determine the cause of the reported problem. Still, the incident seems to be due to the non-observance of the instructions for use. This hypothesis is reinforced by the fact that the incident occurred two times with the same user and that there was no other case on this batch with other users.

Event description:
Follow-up 1 information received on 15-sep-2017 from sofic. Additional information provided regarding results of investigation on samples of needles boxes. No defect was detected on the needles from this batch during analysis and tests. No other complaint had been recorded on this needle batch out of (B)(4) needles sold. In the absence of the actual defective needles in the case reported and as no fault was detected during tests of the retained and returned samples for this lot, it is difficult to determine the cause of the reported problem. Still, the incident seems to be due to the non-observance of the instructions for use. This hypothesis is reinforced by the fact that the incident occurred two times with the same user and that there was no other case on this batch with other users. Re-evaluated on 12-oct-2017 with follow-up information received on 15-sep-2017. Follow up information (15-sep-2017): following the results of quality control analysis report, causality was changed from not assessable to unlikely. No defect was detected on the needles from this batch during analysis and tests. The incident seems to be due to the non-observance of the instruction for use. Concluded causality who: unlikely.

Event description:
Spontaneous report. (B)(4). Initial information received by dealer on 09-aug-2017 and forwarded to septodont on 10-aug-2017. Case 1 of 2. Linked with (B)(4) (same reporting dentist, same suspect device lot, same reported incident). The dentist reported that, on (B)(6) 2017, during an extraction procedure on a female patient (B)(6), the suspect device henry schein premium needle 30ga short (batch f05511aa, expiration date: not reported) broke. The dentist was able to retrieve [the broken device] with no patient harmed or medical attention required. No additional information about the patient concerned (medical history, concomitant drugs, etc.) Was reported. On 08-sep-2017, expiration date of suspect batch clarified to be 30-sep-2021. No further information is available. Causality assessment on 31-aug-2017 on initial information received on 10-aug-2017: a. Seriousness: serious (medical intervention required to prevent permanent impairment/damage (devices)). Listedness/expectedness: device breakage: unexpected us/ca. No adverse event: expected us/ca. Causality: latency - compatible, recognized association - yes except device breakage, analysis -the possible causes for the reported event may be the bending of the needle before use, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. At this level of information, it is difficult to conclude on one of the above assumptions. Therefore, considering the available data, the causal relationship between the device and the incident was considered as not assessable. Dechallenge - na, rechallenge - na, concluded causality who: not assessable.